Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and was "unconscious". Low bg cause was not known. Customer was transported to the emergency room via ambulance and was treated with intravenous fluids of saline. Customer was discharged 5-6 hours later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.